Manufacturer narrative:
Age at time of event - 18 years or older . Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. The manifold, strain relief and portion of the hypotube were not returned therefore the catheter batch/serial number cannot be identified. A visual examination of the stent found damage to the proximal end of the stent with stent struts lifted and bunched distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 1260 mm proximal to the distal edge of the device tip. The section of the device proximal to the break site including the manifold/strain relief and a portion of the hypotube were not returned for analysis. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occured. The target lesion was located in a coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.